Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-002615-1 & 2013-00089).

Event description:
It was reported patient underwent a shoulder arthroplasty on (B)(6) 2012. During the procedure, it was noted the custom jig did not match the picture provided and the screw driver requested was not the correct size to tighten the small screws. The jig needed to be manually aligned resulting in a delay over 30 minutes.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02615-2 /2013- 00089-1).